Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-07076). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented at the clinic after receiving an alert that the device was at eri. Premature battery depletion was noted. The device was explanted and replaced.